Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient reported that the treatment information showed there was an overfill during cycle 3 of pd treatment. The overfill event was indicated due to drain 3 being 4721 ml, which is 182% of the 2600 ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. In a follow up, the patient's pdrn verified the overfill event and said the patient had no harm, intervention or adverse event. The patient received a new cycler and is having no further issues. The cycler is available to return as a sample product.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient reported that the treatment information showed there was an overfill during cycle 3 of pd treatment. The overfill event was indicated due to drain 3 being 4721 ml, which is 182% of the 2600 ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. In a follow up, the patient's pdrn verified the overfill event and said the patient had no harm, intervention or adverse event. The patient received a new cycler and is having no further issues. The cycler is available to return as a sample product.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for investigation a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighted ill volume values were within tolerance for a liberty cycler.an internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were not discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.